Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/11/2021   additional information: h6 h3 evaluation: complaint sample: complaint sample was not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: retain samples of incident product were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. Needle pull-off test was performed over retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample and value at release meet the average requirement. All the individual as well as average needle pull-off values of retain sample were found to meet requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw887/v0005. No other event was reported for same description from other parts of country. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Batch manufacturing records of nw887/v0005 was reviewed for any process deviation but no deviation was observed. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the event occurred intra-op, during surgery use? Did the suture found separated in the package? Or did the issue (pull off) occurred after open the package before the procedure? Could you please confirm if 4 sutures present the issue (pull off suture needle)? Could you please confirm device's available? Were there any patient consequences due to event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-09554, 2210968-2020-09555, and 2210968-2020-09557.

Event description:
It was reported that the patient underwent a liver resection procedure on (B)(6) 2020 and the suture was used. Intra-op, the suture thread was separated from needle swage. There were no patient consequences reported. Additional information has been requested.